Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed via product inspection. Method & results -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 24-apr-2020. This inspection indicated "the stem was returned in the fractured condition. Damage consistent with the cement mantle breakdown process was observed on the stem. Damage consistent with explantation was also observed on the stem and fracture surfaces. The fracture surface was obscured by post fracture abrasion as well as explantation damage. The fracture initiated on the superior surface and propagated inferiorly. The distal portion of the stem was analyzed further using a scanning electron microscope. " material analysis: material analysis of the returned device noted the following: the returned stem had fractured in fatigue; with the fracture propagating inferiorly and final fracture occurring in overload. Damage consistent with the cement mantle breakdown process was observed on the stem. Xrf showed that the stem and head chemistries were consistent with their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the returned stem had fractured in fatigue; with the fracture propagating inferiorly and final fracture occurring in overload. Damage consistent with the cement mantle breakdown process was observed on the stem. Xrf showed that the stem and head chemistries were consistent with their respective drawings. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the neck of the exeter stem was broken in situ, therefore the implant was extracted and replaced with a new exeter stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the neck of the exeter stem was broken insitu, therefore the implant was extracted and replaced with a new exeter stem.